Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. One patient alert for rv pace lead equal to 1136 ohms on (B)(6) 2013. Weekly pace lead trend data shows an increase for maximum v pace equal to 584 to 1136 ohms peak between (B)(6) 2013 and (B)(6) 2013. Forty two ventricular non-sustained episodes less than or equal to 210 milliseconds (ms) between (B)(6) 2013 and (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. This lead was included in that field action, but returned product testing found the lead did not perform as described in the field action.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting a high number of short interval counts (sic) indicative of oversensing, possibly due to fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.